Event description:
Patient was standing on the foot rest with the table in the upright position. After 5 to 10 minutes, the foot rest released from the table and the patient fell to the floor (approx. 8"). Patient struck coccyx and back of hand and complained of severe pain in hips. X-ray showed fracture of s4 and s5.